Manufacturer narrative:
B3. Date of event: unknown. No information has been provided to date. Investigation summary: the affected device was returned for evaluation. The device was unpacked, it was a brand-new device, unused. The tank was filled with water and a flow meter was attached and the start button was pressed, but no response from the device. The customer's indicated failure was confirmed. The back cover was removed and after a visual inspection was noticed that a cable from the power cord was loose. After reattaching the cable, the device was fully functional. But also, at this visual inspection was noticed that the return tube had a large crack. After doing the entire repair a functional test was performed and the entire time the device was fully functional and the temp after calibration was stable and in the range. The service history review identified there was no indication that the complaint was related to a service of the device within the review period.

Event description:
It was reported that the h2 ez pressure cuff deflated. There was unknown patient involvement and unknown patient harm/adverse event reported.